Manufacturer narrative:
The customer called the technical assistance center (tac) to report the product problem. The customer was instructed to connect the gif-h180 endoscope to a different cv-190/clv-190 system/tower. An image was displayed after this troubleshooting step was taken. The customer was then instructed to return the cv-190 to olympus for repair. The subject device was returned to olympus for evaluation and the customer's allegation was confirmed. The black image was caused by a faulty printed circuit board. In addition, scratches were found on the top cover and front panel, a deformed chassis spacer and a the video socket connector had a defective locker. The defective locker prevented the scope video cable from being secure. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii video system center displayed a color bar instead of an image during a unknown procedure. A black screen was also displayed when a gif-h180 endoscope was connected. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the no image was caused by a printed circuit board failure. It is unknown what caused the printed circuit board to fail. Olympus will continue to monitor the field performance of this device.